Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Insulin pump passed displacement test, operating currents, self test and off no power test. No blank display noted. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported that the buttons are stuck. The blood glucose reading was 270 mg/dl. Prior to the event, the buttons were scrolling and the patient was delivering a manual bolus. No further information was provided.